Event description:
It was reported that the product over-heated during testing. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The drill was received by the MFR, however the customer complaint could not be replicated. During the device eval it was noticed that the device was performing within the specs.